Event description:
It was reported during dft test, the device failed convert the patient and the physician pharmacologically treated the patient. This issue was resolved during follow up by programming changes. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that another instance of failed dft was observed. The patient was in ventricular tachycardia and the device failed to convert with the atp or the shock therapy. The rhythm went back to normal on its own. Programming changes were recommended. The patient was in a good condition.

Event description:
Additional information received indicated that the defibrillation threshold test was performed successfully.

Manufacturer narrative:
(B)(4).